Event description:
A patient presented with wound dehiscence. The patient was given IV antibiotics and will follow up with pulmonist at home.

Manufacturer narrative:
Additional narrative: this information was not provided during initial report. Additional information was requested. Returned documentation did not include this information. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn as no device was returned and no catalog or lot number was provided. Manufacturing records could not be reviewed without a lot number. Note: this is 1 of 24 reportable veptr events received in 2009, from this healthcare facility.